Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice disposable set with cassette was leaking from an unspecified location. The leak was observed during an unspecified process step during peritoneal dialysis therapy. There was no patient injury, however the patient was hospitalized for prophylactic treatment. No additional information is available.